Event description:
It was reported that muscle stimulation was observed on the right ventricular (rv) lead. Noise could not be reproduced with provocative testing. During revision, dislodgement of the rv lead was confirmed. The rv lead was explanted and replaced to resolve the event. The patient was stable. There were no adverse consequences.

Manufacturer narrative:
The reported events were noise oversensing, muscle stimulation and lead dislodgement. As received, a complete lead was returned in one piece. The reported event of noise oversensing was not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification.

Event description:
It was reported that muscle stimulation was observed on the right ventricular (rv) lead. Noise could not be reproduced with provocative testing. The patient was stable and will continue to be monitored. There were no adverse consequences.